Event description:
It was reported a pt was on ecls for 3 days and was taken back to operating room for surgical intervention. Two terumo oxygenators had been used and were being replaced due to failure. A quadrox oxygenator was placed into the shunt line. The po2s did not significantly increase. Another quadrox was cut into the main circuit and there were no further problems oxygenating (po2s in the 350-400 range for next 50 minutes). The pt was taken off of bypass for a period of 90 seconds or less when the quadrox oxygenator was added to the circuit. The pt lost an approximate blood volume of 500 cc. The pt received 2 units of packed red blood cells prior to the quadrox being placed on the circuit. An in-line po2 monitor (cdi 500) was used because the shunt line quadrox was not in line long before deciding to place one in the main circuit. An arterial blood gas was not taken and values were not recorded. No clotting was noted. (B)(4). Ecls - extra corporeal lung support. MFR ref# 8010762-2015-00278.